Event description:
Hcp reported that a catheter was spliced in,to repair the existing catheter. Damage was observed at pump connector.." No report of device explantation. A follow up report will be sent when additional information is received.